Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The parts were received with a reported unit failure message of unit shut down while in use. Performed visual inspection of these parts received and parts looks to be in good condition. Installed exec. Processor board and kit, video gen. Board to display monitor board into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. Performed functional tests and passed. Also, pumped the unit and unit works correctly. The fat dept. Could not verify the failure message of unit shut down. Sending all parts to the supplier for further investigation per procedure. Failure analysis received from the supplier. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. Failure analysis received from the supplier. They stated that fct touchscreen fail test (u41), suspected defective component is- u41. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure. Failure analysis received from the supplier. They stated- ict test results fail when measuring the voltage between u53 c25d and gnd. The measured voltage was 649.52 mv (range 530 mv - 647.7 mv). This failure does not affect the board's functionality, so the fct result pass. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).